Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through stryker facebook page: 55 did therapy 6 times 2 replacements started with stryker finding out I¿m allergic to it the told get a pain machine in my back to stop the pain.